Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached insulation degradation 4.4 cm from the connector pin. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.